Event description:
The company representative on behalf of the customer reported, the videoscope exhibited poor forceps channel insertion. The issue was detected during cleaning. The device was returned and an evaluation revealed, the forceps channel was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
As per the follow up response, the actual event date is unknown (either (B)(6) 2022). A device evaluation confirmed the customer allegation. Additionally, it was noted, the bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Scratches were found throughout the device. The adhesive of the bending section cover was missing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A repair history review confirmed that the device has no repair history in the past year. Although it was confirmed with the inspection result report that the foreign material existed inside the instrument channel, the foreign material could not be specified. It was confirmed with the report that no breakage of the instrument channel was noted. A follow up confirmed that the reprocessing was implemented in line with the instructions for use. Hence, a root cause could not be specified. Olympus will continue to monitor the filed performance of this device.